Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument main tube had scratch marks/abrasions. A small piece of the main tube was missing as a result of deep scratches at the distal end of the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the main tube scratch marks with missing material were to recur could cause or contribute to an adverse event.

Event description:
It was reported that after completion of a da vinci transoral robotic surgery, the sheath on the maryland dissector instrument was peeled off. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.